Event description:
Reporter indicated that migration of a pt's generator had occurred. During generator on lead revision surgery, it was observed that the original implanted generator was not secured to the fascia with sutures. Reporter indicated that a possible contributing factor could be pt weight gain. It is unk what type of suture was used during initial implant surgery. Good faith attempts for add'l info are being made.